Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer (fse) diagnostics revealed that no power was reaching the pyxibus controller board, indicating a cascade failure that had likely damaged at least one sub-drawer controller and the pyxibus controller itself. Inspection of the row board cables showed minor damage to the cable sheath. The user was notified about the required parts and will schedule installation once they are available. All bus and cable connections were verified, and drawer/pocket operations were checked. The affected drawer was replaced and configured, followed by successful testing of drawer and pocket functionality. No additional issues were noted, and the user verified proper operation through inventory counts. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported due to this event.